Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial complaint was reviewed and found not reportable. There is no allegation of deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of a device after it is released for distribution. There is no report of an adverse event involving a synthes device. This device is a depuy spine device and is captured under (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Brand name, common device name, procode, lot #, part #, UDI #, 510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: unknown date. Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a removal procedure due to a broken left l5 pedicle/poly screw underneath the tulip. Originally, the patient underwent l3-l5 posterior instrumented fusion on (B)(6) 2011. However, on an unknown date, the screw was noted to be broken. Thus, a hardware removal was performed where all set screws, rod and pedicle screws were removed and was not replaced. No fragments were generated from broken device. However, screws were removed with little difficulty. The procedure was successfully completed with no surgical delay. Patient outcome was unknown. Concomitant devices reported: expedium di poly screw 7x40 mm (part #: 179722740, lot #: unknown, quantity: 2), expedium bent ti rod, 75 mm (part #: 179772075, lot #: unknown, quantity: 1) and expedium di poly screw 7x45 mm (part #: 179722745, lot #: unknown, quantity: 1). This report is for one (1) mono/polyaxial screws. This is report 1 of 1 for (B)(4).